Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis and a blood glucose reading of 496 mg/dl. The customer also stated the battery carrier on the insulin pump was cracked and the insulin pump was not working properly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.